Manufacturer narrative:
Device evaluation: the lens was returned dry in the vial. Visual inspection of the returned product found pieces of one lens haptic torn off and missing. There was evidence of clear residue and debris on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+1.50/082 diopter, and the lens was noted to be front to back upon insertion. The haptic broke while being removed during the same surgery. There was no apparent patient injury. The surgery was cancelled and another lens will be implanted at a later date. The patient's post-op uncorrected visual acuity was 20/400.

Manufacturer narrative:
Additional information received - the patients eye one day post-op was sore, with redness. (B)(4).